Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the pump boot was built using 1/8 inch inner diameter (ID) and 1/4 inch ID tubing instead 3/16 inch ID and 3/32 inch ID tubing. The perfusion team adjusted the dosage of the cardioplegia accordingly and finished the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per the clinical review: this complaint involved a tubing pack with a cardioplegia (cpg) tubing delivery set that allegedly had the wrong tubing diameter size in the roller pump tubing aspect of the circuit. The complaint is that the tubing was built 1/8 and 1/4 tubing instead of 3/16 and 3/32 tubing. This was discovered during cardiopulmonary bypass (cpb) after the second delivery of cpg. The circuit was not changed out. There was no harm to the patient. The cpg tubing set was not returned for investigation nor were any pictures taken to confirm the complaint. Upon reviewing the required tubing schematics for the account, it does reveal that the required tubing for the cpg roller pump was 1/8 and 1/4.

Manufacturer narrative:
Updated block: b5.

Manufacturer narrative:
Updated blocks: e1 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing, nor were any photos provided for the reported issue. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.